Event description:
Customer reproted a failure of low battery. Customer reported there were not pt injuries associated with this rpeort and there have been no reports filed since the last baxter service event. Customer did not have information whether incident occurred during pt infusion. Although baxter requested, no additional information was provided regarding pt demographics, medication involved, or device programming information. No additional contact information was provided.